Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient experienced blurry vision and halos around light at night. The iol had been exchanged in a secondary procedure. Clinical reason mentioned as unacceptable visual results post operation.